Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient felt weak and unwell, and he stated the cgm values were discrepant from the bg value by 100 points. His friend took him to the emergency room (ER) where initially the ER personnel thought he may have had a heart attack, drew lab work and gave medications (lidocaine, zyprexa, and maalox) for that condition. The patient stated that he felt like he was having a heart attack at the time, and his memory of the details of the ER visit were incomplete. The patient took his bg meter to the hospital where his bg finger stick was 30 mg/dl and the cgm value was 130 mg/dl. The treatment the patient received for the bg finger stick value was not provided. His condition stabilized and he was discharged home 4 hours later. At the time of the report his condition and memory had improved. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.